Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for a polarity switch due to low pacing impedance. A lot of myopotential oversensing was exhibited in unipolar sensing. Pocket stimulation was observed at high threshold values. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.